Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing to a non-tandem charging cable. Tandem technical support arranged to send a replacement tandem charging cable via two-day shipping, and no further assistance was needed as the pump began to charge.